Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt came in with a tear in the silicone of th e percutaneous lead(lead) close to the end that attaches into the system controller. From this area, the pt had a moderate amount of purulent drainage and had been running fevers for approximately 1 week prior to the tear and drainage. Evaluation of the drainage is cultured staph aureus. Rescue tape was applied to the lead tear. The following day, the system controller displayed a yellow wrench alarm with a driveline fault message. Alarms were cleared and pt was placed on a no ground wire and was transferred to cvicu for closer monitoring. CT chest and x-rays are not suggestive of any breaks in the lead and do not report any fluid collections along the lead or the pump itself. The date log file that was reviewed did contain some inconsistencies indicating a possible lead issue. No interruption in pump support during this event with the pump power and pi remaining stable. Pt continues to be monitored.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.